Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, automatic mode switching episodes were noted due to atrial lead noise. The noise was reproducible during isometric testing and a lead issue was suspected. The physician preferred not to take any action. The patient is in good condition and will continue to be monitored.